Manufacturer narrative:
(B)(4): an evaluation of the returned device found that while there was some minor damage to the exterior of the console, none of the connectors were broken or damaged. The returned unit was out of specification in the monopolar mode, but once the unit was calibrated, it passed all evaluation testing protocols. The condition of the returned incident device was not consistent with the complaint of a broken connector; the complaint was not confirmed. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
It was reported to boston scientific corporation that an endostat ii electrosurgical generator was used during a procedure on (B)(6), 2010 (patient age, gender, and weight unknown). According to the complainant, one of the connectors on the unit appeared to be damaged; when the complainant picked up the unit, they could hear something rattling within it. They tried to turn on the unit, which then began to alarm and was not useable. The complainant was able to complete the procedure by using another endostat ii electrosurgical generator. Follow-up with the complainant confirmed that there was no further information regarding the patient or procedure.